Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, changing the air sensor and downstream pressure sensor solved the problem and quality control has been passed (not received). Despite several requests for part return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of the reported issue could be linked to a defective air sensor but cannot be confirmed. Although we cannot confirm that the event is linked to a defective air sensor, please be informed that a CAPA is open to address the subject of ""defective air sensor"". This complaint was added in our trend for statistical follow up. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. This complaints has been reported as MDR to FDA.

Manufacturer narrative:
(B)(6).

Event description:
The following has been reported: issue: air detector/downstream sensor stuck on resolution: replaced air detector and downstream sensor reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.